Event description:
The customer reported that leaking was noted from the smartsite during infusion. The customer observed that there was no solvent applied to hold connector in place and that is where the leak was coming from during their clinical engineering testing. A new IV set was hung and infusion continued.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of IV set leaked was confirmed. During visual inspection, it was noted that macrobore tubing was completely separated from the smartsite inlet port. Visual inspection under a microscope noted that both sides of the macrobore tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed. Functional testing of the set was unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. A dimensional analysis was performed on the macrobore tubing. The tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the macrobore tubing.